Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra test strip vial was damaged. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that he received assistance from the emergency services one day before, since he passes out. His blood glucose result on the paramedics' meter was "below 20" and the patient was administered IV glucose. After the patient regained consciousness, he was given food and juice to drink. There is no other information provided regarding symptoms experienced, blood glucose results, other health conditions, and medication taken/withheld prior to the patient passing out. At the time of troubleshooting, the patient reported that the one touch ultra test strip vial was punctured (damage location was non-rim). Although there is insufficent information provided regarding the events prior to the patient passing out, this complaint is reported because the patient alleged that the test strip vial was damaged/punctured and that he was using test strips from that vial and during this time he became hypoglycemic. A replacement meter, control solution, and test strips were sent to the lay user/patient.